Event description:
Percutaneous cholecystostomy tube placed without difficulty. Was broken at seam of the flexible portion with the stiff portion outside of the patient. The interventional radiologist felt that this was likely a manufacturing defect because the break was very smooth. The catheter did not appear crushed by the patient rolling on it or by any other trauma. The catheter was exchanged quickly and easily the following day. The failed catheter was sequestered by the manager to be sent back to the manufacturer. No patient harm noted.